Event description:
Clinical consultant called to report PICC line change a few months ago on all the colleague pumps had an increase of clotting off at a lower flow rate, on line running 1 to 2 cc an hr. Medication use was mostly tpn and lipids. This problem did not occur prior to new PICC lines. There was no pt injury reported. No additional info was available.